Event description:
Per the physician, the cause of the increased seizures was due to settings adjustment being needed. The increase in seizures was reported to be below pre-vns baseline level. Per hospital policy, the explanted device was reported to be discarded. No corrective action is required as no new cause or new harm has been established for patient or user.

Event description:
It was reported by the patient's mother that the patient has been having increased seizures and needed to use diastat to help with the seizures. It was reported that the patient had a generator replacement occur. The explant device has not been received to date. No additional relevant information has been received to date.